Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received a motor safety circuit failed test pump error alarm and frozen display. Customer was not successfully clear the alarm. Customer stated that he was unable to press any buttons on the insulin pump. After troubleshooting, buttons were responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 40 alarm or frozen display due to critical pump error alarm and unable to download the pump. Moisture damage was also found on the force sensor and motor during visual inspection.